Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the blacklight inverter printed circuit board (pcbs). The cse performed extended self-testing on the device and all tests passed. Covidien ref: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank screen. There was no report of patient involvement.